Event description:
Mother stated daughter went to the emergency room for high blood glucose and treated with manual injection, however, blood glucose did not come down from manual injection. When customer went to change infusion set pump it continually gave the motor error alarm when trying to rewind.